Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash on back under pads. The patient¿s physician prescribed cortisone for the rash. Outcome of the rash is unknown.

Manufacturer narrative:
Not applicable.